Event description:
Pt had a tracheostomy at another hospital and was transferred to this facility on 2/7/00 at 7:15 pm. Pt was being weaned from ventilator assisted breathing and was receiving continuous oxygen flow therapy. At approximately 9:00 pm, the staff respiratory therapist changed the trach care and the pt's condition at that time was reported to be stable. At 11:00 pm, the pt was found by the primary care nurse to be unresposive, with no heart tones, blood pressure or respiratory effort. Code blue was initiated. The respiratory therapist was attempting to ambu-bag the pt when respiratory therapist noted that the blue cap on the trach care t-piece and began to bag the pt. The physician and code team proceeded with rescusitative efforts, but no viable rhythm was achieved. The pt expired.